Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with blood glucose value as 40 mg/dl.troubleshooting was performed for pump programming and customer requested assistance with pump programming. The customer was assisted with requested programming. Troubleshooting was not performed for low blood glucose. The event involved product(s) unk_reservoir, mmt-1884 and unomedical. It was unknown insulin pump on auto mode or not at the time of low blood glucose event. It was unknown whether the customer using insulin pump system within 48 hours of reported low blood glucose event. No further patient complications were reported. No product return is required for unk_reservoir. No product return is required for mmt-1884. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Additional information has been received which was not included in the initial report. The information has been provided in sections b1 (unchecked adverse event box), b2 (unchecked the treatment code), b5 (updated the summary), d10 (removed concomitant products), h1 (changed serious injury to malfunction), h6 (replaced health effect - clinical code 1912 with 4582) and h6 (medical device problem code 2993 has been replaced with 3191) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the case was not-reportable on insulin pump as customer was not having a low or high blood glucose and there was no allegation on insulin pump. It was reported to medtronic minimed that the customer experienced difference between sensor glucose and blood glucose values. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-332a, unomedical, mmt-7040a. Troubleshooting was performed for pump programming and the customer requested assistance with pump programming. Troubleshooting was not performed for sensor glucose versus blood glucose. Insulin delivery was not suspended. The customer reported blood glucose value of 115 mg/dl. The customer reported sensor glucose value of 40 mg/dl. The customer noticed that difference between sensor glucose and blood glucose was more than 30%. The customer was not using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No harm requiring medical intervention was reported. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-7040a.